Manufacturer narrative:
Correction: h4: (B)(6) 2011, should have been selected on the initial report. Rather than (B)(6) 2011. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. However, the event most likely occurred, due to load, handling, or other issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation could be confirmed. Due to a pinhole on channel tube, water tightness was lost. Due to deformation of scope connector, water tightness was lost. There were few additional findings. The elevator channel plug was loose. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Scope body had a crack. Scope connector cover plate was detached. Scope connector cover had a crack. Due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value. Acoustic lens was damaged. Adhesive on bending section cover was worn out. Connecting tube had coating peeling. Due to wear of angle wire, bending angle in the right direction does not meet the standard value. Due to a dent on bending tube, bending angle in right direction exceeds the standard value. Ultrasonic probe was loose. Distal end had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited leakage at distal end. The scope was pre-washed. The device was returned and an evaluation revealed gap of adhesive on distal end, between acoustic lens and ultrasound probe. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.